Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article: "a case of buried lams syndrome after implantation of a lumen apposing metal stent (lams) for a pancreatic pseudocyst," by kanae shibuya, et al. Per the article, a case review of a 40-year-old male with a history of alcoholic chronic pancreatitis developed buried lumen apposing metal stent (lams) syndrome following the implantation of a lams for a pancreatic pseudocyst. Nine weeks post-implantation, he experienced acute pancreatitis. A contrast-enhanced CT scan revealed pancreatic duct stenosis and rupture near the lams. Due to duodenal edema, which impeded lateral endoscope insertion and complicated transparenchymal drainage, the patient was transferred to another hospital for lams removal. Suspecting contact between the lams lumen and the pancreatic duct, indicated by air in the duct, the physician opted for endoscopic ultrasound pancreatic duct drainage (eus-pd) before temporarily removing the lams to prevent duct dilation disappearance. The procedure began with a transgastrointestinal puncture of the pancreatic duct using a 22g needle, followed by pancreatography, which identified a stenosis and tear at the pancreatic head. A 4mm balloon was used to dilate the puncture site, and a 7fr 15cm stent was placed to bridge the stenosis. During lams removal via rectoscope, a fistula was discovered on the posterior gastric wall and dilated with a 15mm balloon. Despite attempts to remove the flange with forceps under fluoroscopy, it remained in place. Upon reinsertion of the endoscope, it was confirmed that the lams was embedded in the granulation tissue. The medial part of the lams was grasped with forceps and endoscopic traction was applied to successfully remove it. When the endoscope was inserted into the fistula again, exudative bleeding was observed, and a synthetic hemostatic material was applied to stop the bleeding. The patient was discharged without complications.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2025, was chosen as the best estimate based on the aware date of april 16, 2025. Block d4, h4: detailed product information, including device availability for evaluation was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: kanae shibuya; yuki fujii; kei harada; nao hattori; taisuke obata; ryosuke sato; ryosuke akihiro matsumi; kazuya miyamoto; daisuke uchida; koichiro tsutsumi; shigeru horihi; kazuyuki matsumoto; motoyuki otsuka. "A case of buried lams syndrome after implantation of a lumen apposing metal stent (lams) for a pancreatic pseudocyst." Conference abstract of japan gastroenterological endoscopy society chugoku branch regular meeting; 2024. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf patient code e1021 captures the reportable patient complication of pancreatitis. Imdrf patient code e2337 captures the reportable patient complication of stenosis. Imdrf patient code e2114 captures the reportable patient complication of perforation. Imdrf patient code e2338 captures the reportable patient complication of edema. Imdrf patient code e2314 captures the reportable patient complication of fistula. Imdrf impact code f2202 captures the reported endoscopic procedures performed. Imdrf impact code f2301 captures the additional device required. Imdrf impact code f08 captures the patient's hospitalization. Imdrf impact code f23 captures the unexpected medical intervention.